Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently requested and delivered a bolus in addition to the automatic bolus delivered by the pump software resulting in low blood glucose (bg) levels; bg values were not provided. Customer consumed carbohydrates and administered a glucagon nasal spray to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.